Event description:
It was reported to boston scientific that a capio slim was used during a transvaginal mesh (tvm) procedure performed on (B)(6) 2024, for the treatment of pelvic organ prolapse. It was noted that when the capio slim device was sutured and fired outside the body, the suture broke during fixation. The suture was replaced with a new one, but the same reproducibility occurred. Since the sutures broke during fixation, the dart did not need to be extracted from the patient. The procedure was completed with the same capio device after another thread was placed. There were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h6: imdrf device code a0510 captures the reportable event of dart detachment. Block h11: b5 has been updated due to additional information received on march 21, 2024.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h6: imdrf device code a0510 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific that a capio slim was used during a transvaginal mesh (tvm) procedure performed on (B)(6) 2024, for the treatment of pelvic organ prolapse. During the procedure, when the capio slim device was sutured and fired, the suture broke during fixation. The suture was replaced with a new one, but the same reproducibility occurred. There were no patient complications as a result of the event. The procedure was completed with another of the same device.